Event description:
A customer contacted beckman coulter, inc (bci) regarding an erroneously high troponin (accu tni) result generated by the unicel dxi 800 access immunoassay system for a single pt. A pt sample was tested for accu tni and a result of 0.56 ng/ml was obtained. The sample was retested and repeated result was 0.41 ng/ml. On the next day the original sample was tested for accu tni on a different instrument in the customer's lab and a result of 0.08 ng/ml was obtained. It is unclear if the erroneous results were reported out of the lab. The customer did not report pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
Qc level I was within specifications in 2008. It was out of specifications high twice in the next day and recovered within range upon a 3rd run. Qc level ii was in range on both days. The customer also was running a negative control which as high on both days. A system check performed in the initial day passed. The customer ran carryover testing and had a failure on pipettor one. The testing passed upon repeat. The customer discontinued running the instrument until service arrived. A field service engineer (fse) was dispatched to the customer's lab. The fse performed a preventive maintenance (pm) to the instrument. The fse replaced dispense probe plate spin assemblies, sample probe, and substrate probe. The fse conducted: precision testing, diagnostic and carryover testing, and qc; all results met specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.